Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a tlh procedure, the probe of the device broke off but did not fall into the patient. The device also generated a probe damage error. There was no reported patient injury or additional bleeding. The procedure was completed with another similar device. It was reported that the device had been inspected prior to use with no anomalies found.